Event description:
It was reported that an ilet user experienced recurring occlusion alerts on the insulin pump after a recent supply change. The user detached and primed insulin through the tubing, the alert recurred, and the user opted to replace the infusion set and connectors while retaining the existing full cartridge. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem associated with the infusion delivery pathway, with findings consistent with a mechanical problem identified and occlusion alerts that resolved after a full supply change. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.